Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed an alarm. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the main board/printed circuit board (pcb). As a result, the main board/pcb, plunger cable, and force sensor were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited a flash memory post and printed circuit board issue. There was no patient involvement, no patient injury was reported.